Event description:
The lay user/patient called lifescan (lfs) in 2008 and alleged that a one touch ultramini meter was displaying "error 1" messages. The medical affairs specialist listened to the recorded call and obtained the following information, as the patient could not be contacted by phone to obtain the additional information. It is unknown when did the reported issue started. On nine days later at around 2:00 pm, after the reported issue, the patient had reportedly developed low blood sugar symptoms. It is unknown what were the exact symptoms that she was feeling. She reportedly was aware that her blood sugar was low and therefore, she ate something sugary and tested her blood sugar on a back-up meter and received a reading around 88 mg/dl. It is unknown whether the patient was testing her blood sugar on the back-up meter prior to developing the reported symptoms. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, as the patient alleged that she was receiving error 1 messages on the reported lfs meter and later, developed low blood sugar symptoms and provided self-treatment. It is unknown whether she was able to test her blood sugar an the back-up meter prior to developing the symptoms or not.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.